Event description:
The manufacturer's representative reported that, due to clerical error, patient misssed their refill appointment and was subsequently hospitalized. Symptoms included altered mental status, pruritis, increased spasticity, and seizures. The patient is reported to now be stable and under a doctor's supervision.